Event description:
It was reported that the delivery rate was too low. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. Functional testing confirmed the complaint. The pumps delivery rate was tested and was found to be out of specification. The cause was the expulsor and valves were worn out. The expulsor, valves and motor are to be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.